Event description:
It was reported that a pneumothorax occurred during non-invasive ventilation. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device serial number is unknown.

Manufacturer narrative:
A neonate born at 37 weeks (birth weight 2.750 kg, apgar 9/10/10) via cesarean developed bilateral pneumothorax at 24 hours, preceded by pneumomediastinum at 12 hours. The infant received CPAP (5 cm h2o) post-resuscitation, followed by 12 hours of CPAP (peep max 7), and 12 hours of bipap at 12/7 cm h2o. Bilateral drainage, intubation, and mechanical ventilation were required. The event occurred without reported technical alarms. No device malfunction was identified. Ventilation parameters were reportedly within standard safe ranges. One set of ventilator log was received but as there was no event date stated, we are not able to connect the ventilator log to the described event. The ventilator log however does not include any technical error codes which indicates that there was no ventilator malfunction. The incident may be attributed to a combination of clinical and mechanical factors, including patient-specific lung fragility, interface leak, and patient-ventilator asynchrony. Automated leak compensation and flow delivery under CPAP may have inadvertently elevated airway pressure in response to interface leakage.

Event description:
Manufacturer's ref #: (B)(4).